Event description:
It was reported that a straight tip t25 screwdriver broke at the tip intra-operatively during the removal of the synthes matrix revision surgery, at l3-l5 on (B)(6) 2014. The revision was performed due to a fracture that occurred above the previous level at an unknown location. A small piece of the tip broke completely off but was recovered and removed from the patient, another driver was used to remove the remaining construct. It was reported that the surgeon revised the patient to an extended construct from t5-s1. No surgical delay was reported. No patient harm was reported. This is for 2 polyaxial heads that were located at level l3. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
This report is 2 polyaxial heads, part and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.